Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasties and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms a hip arthroplasty procedure occurred on (B)(6) 2006 and another hip arthroplasty occurred on (B)(6) 2007. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same person (reference 1825034-2013-01033/ 01034).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 MDR's filed for the same person (reference 1825034-2013-01033/-01034 & 2014-04021/-04022).

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasties and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms a hip arthroplasty procedure occurred on (B)(6) 2006 and another hip arthroplasty occurred on (B)(6) 2007. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2007. Legal document further alleges a left hip revision occurred on (B)(6) 2013 due to patient allegations of pain, physical impairment, disfigurement, and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasties and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms a hip arthroplasty procedure occurred on (B)(6) 2006 and another hip arthroplasty occurred on (B)(6) 2007. There has been no reported revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2006 and a left total hip arthroplasty on (B)(6) 2007. Legal document further alleges a left hip revision occurred on (B)(6) 2013 due to patient allegations of pain, physical impairment, disfigurement, and elevated metal ion levels. Additional information received in patient medical records revealed the left hip revision occurred on (B)(6) 2013 due to pain and multiple dislocations. The patient's operative report noted cup was possibly retroverted, and a seroma.